Event description:
It was reported that this right ventricular (rv) lead was part of the infection issue. Reportedly, the patient experienced unable to breathe and tachycardia. The patient went to emergency room (ER) and undergone the electrocardiogram (EKG) procedure. The patient was treated with intravenous antibiotics and a topical rash was found around the implant site. There were no additional adverse patient effects reported. The rv lead remains in service.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the patient experienced unable to breathe and tachycardia. The patient went to emergency room (ER) and undergone the electrocardiogram (EKG) procedure. The patient was treated with intravenous antibiotics and a topical rash was found around the implant site. All available information indicated that the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead remains in service. There were no additional adverse patient effects reported. The rv lead will not be returned.